Manufacturer narrative:
(B)(4). D10: item# 110028055; lot# 935570. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during cleaning, the grey tip of the metal impactor fractured. No patient was involved in the event as this happened outside of the operating room. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified the gray impactor pad for has fractured. The features of the fracture surface visually align with which a bending overload fracture failure mode was identified. The device also shows signs of repeated use. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed through product return. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.